Event description:
It was reported the patient developed an infection. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): no anomalies found, however there was blood on the proximal and distal conductors, and the outer insulation had a cosmetic depression, environmental stress cracking, and metal ion oxidation; full lead returned and analyzed.